Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that the paddles arrived damaged. It is not yet known if the paddles function properly. There was no patient involvement.